Event description:
It was reported that the user received a cgm signal lost and sensor reconnecting alert on the ilet, initially had no glucose readings on the pump while dexcom g7 app displayed values, and after a pump restart the brief sensor issue alert reappeared; the user planned to replace the sensor but later reported readings resumed at 223 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education related to cgm signal loss and dosing stops soon alerts. Investigation of this case revealed a transient communication disruption between the cgm system and the ilet with subsequent spontaneous recovery, with no device-related health effects identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary cgm signal interruption without patient harm.